Event description:
On inspection of the gantry drive mechanism, movement of harmonic drive was noticed. On examination it was discovered that the bracket that holds the harmonic drive was able to deflect as the gantry rotation started and stopped. There are 4-1/4" bolts holding the bracket. One of them had been sheared under the force of the gantry motion. All 4 bolts were replaced with a higher grade of bolt (8). No injuries or mishaps occurred because of this.